Event description:
It was reported that on friday (B)(6) 2024, a dh nurse placed a 14fr foley catheter on a patient and there was a malfunction of the balloon. The urologist was called in to remove the catheter because the balloon would not inflate and the registered nurse was unable to remove the 2mls of fluid they had put into the balloon. When the urologist came in, they had to use a guide wire to puncture the balloon to inflate it and remove the catheter. Per follow up via email on 10sep2024, it was reported that 14fr foley catheter placed for vcug under sedation was placed in the urethra and the balloon was inflated with 2ml of fluid. The catheter was not able to be pulled back into proper position and the fluid in the balloon was unable to be removed. The team troubleshooted the catheter removal and were unable to remove the catheter. The urologist was called emergently to assist with catheter removal. The catheter port was cut during the troubleshooting process so when the urologist arrived, they placed a sensor wire via the cut balloon port and was able to dislodge fluid from the balloon. At that point, the catheter was removed. The patient was re-prepped and another catheter was placed with some difficulty by the urologist which is documented in the patient record. Ultimately, the patient had a 10fr straight catheter was placed into the bladder. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to the drainage bag. Visual inspection of the sample noted the returned catheter did not have the inflation valve or cap; it has been cut. It also had a guide wire entering through the inflation arm and coming out through one of the drainage eyes. The balloon was inspected no cuts, pinholes noted. Dissected the balloon and inflation notch was correctly perforated 0.025" pinhole. Checked the inflation funnel and there was an obstruction, inflation funnel had a section where only a (0.022") could pass. It was also noted that before this partial obstruction the guide wire had created a lumen-to-lumen leak, passing to the drainage funnel and coming out through drainage eyelet. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- d, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on friday 30aug2024, a dh nurse placed a 14fr foley catheter on a patient and there was a malfunction of the balloon. The urologist was called in to remove the catheter because the balloon would not inflate and the registered nurse was unable to remove the 2mls of fluid they had put into the balloon. When the urologist came in, they had to use a guide wire to puncture the balloon to inflate it and remove the catheter. Per follow up via email on 10sep2024, it was reported that 14fr foley catheter placed for vcug under sedation was placed in the urethra and the balloon was inflated with 2ml of fluid. The catheter was not able to be pulled back into proper position and the fluid in the balloon was unable to be removed. The team troubleshooted the catheter removal and were unable to remove the catheter. The urologist was called emergently to assist with catheter removal. The catheter port was cut during the troubleshooting process so when the urologist arrived, they placed a sensor wire via the cut balloon port and was able to dislodge fluid from the balloon. At that point, the catheter was removed. The patient was re-prepped and another catheter was placed with some difficulty by the urologist which is documented in the patient record. Ultimately, the patient had a 10fr straight catheter was placed into the bladder. It was unknown what medical intervention was provided.